Event description:
A malfunction alarm, specifically alarm 20, was reported with the pump during its operation. There was no reported impact on the customer's blood glucose level. In response, technical support decided to replace the pump. The customer was guided by technical support to put the pump into storage mode and return it with a pre-paid shipping label. Additionally, the customer will use multiple daily injections (mdi) as a backup method to ensure continued insulin delivery.